Event description:
Related manufacturer reference number: (B)(4). It was reported the patient experienced ineffective stimulation. X-rays indicated lead migration of the right lead. In turn, the system was explanted and replaced. Note: all of the patient's leads are being reported because it is unknown which lead is liable.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.